Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose value 48 mg/dl, 79 mg/dl and treated with food, ate popcorn. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer stated that the reservoir was pressed or pushed or adjusted while connected. Customer did not want to proceed with troubleshooting and keeps blaming the sensor for high blood glucose. The insulin pump will not be returned for analysis.